Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's tachy device, triggered an alert due to a shock impedance value of 66 ohms. It was noted that the shock impedance measurement at implant was 70 ohms. The cause of the alert is unclear, as both measurements are within normal limits for the rv lead. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).